Manufacturer narrative:
Section d10, h3, h4: additional information. Manufacturer's investigation conclusions: the report of an m2 alarm was confirmed and reproduced during testing of the returned centrimag console (sn l02301-0006), motor sn (B)(6), and mag monitor (l01264-0004). The returned devices were evaluated and tested at mcs zurich under RMA 19-047. In an attempt to reproduce the fault the system was operated at a speed of 3200rpm and a flow of ~5.5lpm. After one minute of operation the pump started to make noise, it could be observed that it was wavering, and then the console alarmed with a motor alert:m4 alarm. The motor was disconnected and its position was adjusted. The motor was then reconnected but the console would not recognize the motor (motor disconnected:m2 alert remained active), reproducing the reported event. The motor's cable was manipulated again and the motor disconnected:m2 message cleared. During further operation more atypical noise was heard from the pump. Resistance measurements of the motor's cable revealed an intermittent open condition in the bearing phase a2 (a2+/a2-) line, indicating a wire break in the motor's cable. This damage was consistent with the observed m2 and m4 alerts during operation. Although the root cause of this damage could not be conclusively determined, it appeared to be a result of repetitive bending or twisting of the motor's cable during use. It was noted that the expected motor lifetime of 5 years was surpassed. The returned motor was manufactured in 2011, making it over 8 years old. The defective motor was scrapped. Corrective action (CAPA) has been initiated to investigate and address issues related to conductor breakdown in the motor's cable. The returned motor was manufactured prior to the implementation of the CAPA. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: the motor is not a single use device. The age of the device is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an extracorporeal membrane oxygenation (ECMO) nurse described an m2 alarm on the centrimag device.